Event description:
The customer reported that the patient had a gastrostomy tube that was not fixed. When removing it, it was noticed that the balloon was broken, which caused the event. Per additional information received on (B)(6) 2022, there was no medical intervention given. The device was replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
No samples or photos were received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A gemba walk was performed, and the manufacturing process was reviewed. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. In addition, qc inspections are performed to the product prior to material release. Furthermore, production personnel performs a 100% visual inspection during the packaging process in order to detect and discard any identified problems. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.